Manufacturer narrative:
The investigation for the reported ischemia has been completed. The device nor sufficient clinical details were returned for evaluation. Therefore, the root cause of the ischemia could not be determined.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the impella cp was placed using best practices, flows 3.6l in auto. Single access percutaneous coronary intervention(pci) performed, peel away was removed and repo was placed, and impella iliac angiogram reviewed no flow past repo sheath. 5fr ante grade sheath placed and 7fr placed in left fem, patient transported to coronary care unit for further management. The next day, the impella was removed due to concern for right leg ischemia. The cp was removed in the cath lab but there was still concern for leg ischemia after removal.